Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced the tip became stuck in the calcified anatomy resulting in the reported entrapment. During retraction interaction with the anatomy and/or manipulation of the device resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a calcified lesion in the superficial femoral artery (sfa) to the popliteal. The command 18 guide wire was advanced to the lesion however the tip became stuck in the calcium. During retraction the guide wire tip separated. An attempt was made to snare the guide wire however was unsuccessful therefore the separated tip of the guide wire remains stuck in the calcium in the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.